Event description:
It was reported, the lightsource exhibited error code b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and e3 should be blank, g2 (unmark health professional) . Additional information added to field d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection and the customer's allegation of scope communication error b30 was not confirmed. During troubleshooting with olympus technical assistance center (tac), the user connected a 180 and didn't have an issue. The technician instructed the user to: -ensure video scope cable not connected to video system center -scope connectors are cleaned with an alcohol prep pad and dried prior to connecting -power off the video system center/light source when connecting or removing a scope -reseat and blow canned air in digital light source cable -clean the light source socket the user had done all this trouble shooting and would like to send in for repair. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a root cause for the reported malfunction could not be determined. Olympus will continue to monitor field performance for this device.